Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication (unknown concentration and dose) via an implantable infusion pump. The indication for use (IFU) was noted as non-malignant pain. The patient reported that this was the second device that had been infected and removed. The explant date was (B)(6) 2016. The event date provided is an approximate date. If additional information is received, another follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.